Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided in the journal article. Reporter: this article was written by michael berend, keith berend, hal cates and philip faris. This report originated from a manuscript submitted to journal of arthroplasty titled, "the custom triflange implant for revision of severe acetabular defects: planning, implantation and results".

Event description:
One patient identified in a journal article underwent a revision during which the acetabular liner was removed and replaced. The reason for the revision and the patient's outcome is unknown.